Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An image was provided for review and confirmed a broken cable at the distal end of the instrument. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted surgical pulmonary lobectomy procedure, the maryland bipolar forceps cable broke. It was necessary to replace with another instrument. The procedure was completed with no reported injury.